Event description:
An article in the journal of thoracic and cardiovascular surgery gave a retrospective review of patients who underwent thoracic endovascular repair on complicated chronic distal aortic dissections between 2000 and 2007. Thirty-two patients out of a total of 76 were treated with gore tag thoracic endoprosthesis. The article described a patient treated for aneurismal degeneration of a chronic distal aortic dissection who presented with a retrograde type a dissection on post-operative day 427. The patient underwent ascending and arch replacement to treat the dissection. See scanned pages.